Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient underwent surgical intervention to have a new lead implanted due to experiencing ineffective stimulation (reference MFR report: 3008829311-2017-00197). After the additional lead was placed, intraoperative testing was performed; but the patient experienced paresthesia in the back, and not the intended groin location. The patient¿s IV then ceased functioning and anesthesia was unable to be further administered. The physician elected to remove the lead and abandon the procedure.